Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. According to the details provided, the patient states that they developed an unspecified eye infection after a contact lens became damaged during use. The patient states they sought out medical attention for removal of the damaged lens and were prescribed an unspecified medication for the reported infection. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged eye infection with a lack of medical information and potential for serious injury related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.